Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated patient has been quickly declining for the past week for unknown reason but caller thinks it is related to patient's parkinson and that the therapy may be off but they can't check inss because patient's programmer is lost. Caller stated patient has gotten to the point where they are worried about aspiration pneumonia since the patient has been coughing, swallowing their own secretions and can't move out of bed. Caller is the patient's speech pathologist and stated that the nurses on the floor know how to use the recharger but not the programmer so patient has come to them a few times and the ins(s) have been off so caller has used programmer to turn it back on. Tech services (tss) walked caller through using 37751 to check the inss which showed that both were off and almost fully charged. Tss assisted caller with using al feature to turn both inss on. Tss reviewed that if ins depletes to the point of turning off, it then needs to be manually turned back on after it has enough charge.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2017. Product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.